Manufacturer narrative:
Product event # (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. (B)(4).

Event description:
After completion of a mastectomy procedure, the staff scraped at the tip of the device with gloved finger and noticed that the black coating on the tip of the device would flake off as it was scraped. The device was being cleaned with a raytek pad and a lap pad. The case was already completed when the issue was identified.

Manufacturer narrative:
(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade 4.0; product number: (B)(4); lot number: fl50851201; expiration date: 2017-11-01; quantity returned: 1 testing performed: device packaging inspection: received in a cardboard box without any packaging to fill the negative space; device is double bagged in bio-hazard bags within two clear trays clam shelled and taped together; no original packaging was included therefore lot number and device name could not be confirmed with the information in gch; no additional paper work was included; device visual inspection: device has been used with dried blood stains on the hand piece; the electrode has chipped coating on both sides and the cord has been cut off (figures 1- 3); the chipped coating is the visual sign related to the description; both cut and coag buttons have a tactile feel functional inspection: not performed as the reported complaint was confirmed via visual inspection lhr review: a review of the lhr for lot # fl50851201 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. Visual inspection confirmed that the glass insulation coating on the electrode was chipped on both sides of the electrode. Such devices are quality inspected prior to release to the customer. The insulation coating damage was detected after release of the product for distribution; therefore it is likely that any damage to the electrode glass insulation coating would have been detected during manufacturing assembly, testing or during inspection. The insulation coating damage most likely happen during the scraping and cleaning as stated in the description. The complaint will be tracked and trended in gch. The IFU outlines proper cleaning and use of the plasmablade¿ and specifically relates to the reported complaint as listed below: lbl-00165 rev. C ¿ plasmablade¿ 4.0 ¿ IFU ¿ precautions and warnings: when bending the peak plasmablade shaft, do not exceed a 45° angle with the plane of the shaft. Do not bend more than three times. Bend the shaft, not the tip. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to shape the shaft; do not use forceps as this could damage the device. Do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. Prior to use, inspect the peak plasmablade for any defects. Do not use if insulation or connectors are damaged. Take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. Eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. (B)(4).

Event description:
After completion of a mastectomy procedure, the staff scraped at the tip of the device with gloved finger and noticed that the black coating on the tip of the device would flake off as it was scraped. The device was being cleaned with a raytek pad and a lap pad. The case was already completed when the issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.